Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked at the connection between the water feedset tube and spike of an mr290v vented autofeed humidification chamber after one day of use. This was observed on two mr290v humidification chambers. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). Lot number: manufacturing date: quantity affected: 130613, 06/13/2013, (B)(4); unknown, unknown, (B)(4). Method: the two complaint mr290v vented autofeed humidification chambers were returned to fph in (B)(4). The mr290v chamber with unknown lot number was not tested as only the waterbag spike was returned. The mr290v chamber with lot number 130613 was visually inspected and connected to a waterbag to test for leaks. Our investigation is also based on our previous investigations on similar complaints. Results: small drops of water began to build up at the connection between the water feedset tube and spike. Visual inspection revealed that sufficient amount of glue was present around the spike tubing connection; however, the glue had only partly bonded. A lot check revealed no other complaints of this nature for lot number 130613. Conclusion: we were unable to determine definitively the root cause of the reported fault; however, it is possible that the leaks from the feedset tube was due to the failure of the glue bond that joins the spike to the water feedset tube. Our previous investigation on similar complaints have also shown that such problem has been caused by the user removing the spike by grasping the tubing instead of the spike. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. (B)(4). Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the problem occurred after the product was released for distribution. The user instructions which accompany the mr290 autofeed humidification chambers state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).